Event description:
It was reported that with stimulation on the patient experienced excruciating pain at their implant site, left buttocks and down their left leg. In 2006, the patient was reprogrammed, but turned off their implantable neurostimulator (ins) due to an immediate return of pain. The pain caused the patient to have difficulties ambulating. It was noted that the patient's stimulation had been turned off for the past 3 years. The patient had their whole device explanted and recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model neu_unknown_ext serial#(B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2012; extension model neu_unknown_ext serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2012; lead model 3889 lot# b0301005k implanted: (B)(6) 2005 explanted: (B)(6) 2012; lead model 3889 lot# b0301001k implanted: (B)(6) 2005 explanted: (B)(6) 2012. (B)(4). Analysis of neurostimulator model 7427t14 serial# (B)(4) showed no significant anomalies and that the neurostimulator was functionally okay. Analysis of extension model unknown serial# (B)(4) showed no anomalies. Analysis of extension model unknown serial# (B)(4) showed no significant anomalies and that the outer insulation had been cut. Analysis of lead model 3889 lot# b0301005k showed no significant anomalies and that the lead body was segmented. Analysis of lead model 3889 lot# b0301001k showed no significant anomalies and that the lead body was segmented.